Event description:
Pump declared alarm 20 during use, leading to recurring cartridge alarms and preventing successful cartridge loading and insulin therapy resumption. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with loading techniques, arranged for pump replacement, instructed customer to use manual insulin injections as backup, and facilitated the return of the faulty pump.